Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Bd determined that the root cause of the indicated failure code was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was discolored/abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter. The customer reported there is a "yellow foreign matter was found inside the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was discolored/abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter. The customer reported there is a "yellow foreign matter was found inside the tube."